Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer attempted to reload the cartridge, a minimum fill message occurred. Reportedly, the cartridge was filled with 480 units of insulin. The customer's blood glucose level was 285 mg/dl, and was addressed with a correction bolus. It was reported that the customer loaded a new cartridge successfully.